Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Correction- e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 2 biocath catheter balloons failed to inflate both from same batch and same lot number below. Patient was catheterized and the balloon would not inflate. A second catheter was used (from the same batch) and the same thing happened - balloon would not inflate. A third attempt was made with another biocath which was successful this was a different batch number. Planned patient visit for suprapubic catheter change. Introduced myself to patient and explained the reason for my visit, patient consent gained for catheter change. Aseptic technique carried out and catheter changed promptly as per suprapubic catheter guidance on timings. On new suprapubic catheter insertion, witnessed urine draining into catheter leg bag as it was successfully in the bladder, held catheter in place whilst attempted to inflate catheter balloon. Unfortunately the catheter balloon would not inflate, it went into the port and just accumulated at the port end, myself and the patient could see the catheter latex material stretching as I attempted to put the fluid in but it would not go in as normal. Quickly obtained a second catheter and carried out the same process, awaited urine which drained nicely into the catheter leg bag then tried to inflate the new catheter balloon but the same thing happpend. Noticed these were from the batch with the same lot number - bard biocath hydrogel coated latex catheters 14ch with 10ml balloons, ref. D226514 lot. Mygt1420 expiry, 28/04/2027. I carried out a catheter change once more as patient very keen for me to try a third time as didn't wish to go to a;e and with the concerns that the sp site may close up if not acting quickly. I assured the patient that this catheter (same brand etc) was from a different batch according to the differing lot number. Successful sp catheterisation, patent and drained over 100ml. Advised patient of datix as appeared to be a faulty batch. Patient grateful for the visit, left safe and well. Advised to contact dn's if any further issues occur and disposed of the faulty batch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Note: the initial reporter zip code is (B)(6). Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 biocath catheter balloons failed to inflate both from same batch and same lot number below. Patient was catheterized and the balloon would not inflate. A second catheter was used (from the same batch) and the same thing happened - balloon would not inflate. A third attempt was made with another biocath which was successful this was a different batch number. Planned patient visit for suprapubic catheter change. Introduced myself to patient and explained the reason for my visit, patient consent gained for catheter change. Aseptic technique carried out and catheter changed promptly as per suprapubic catheter guidance on timings. On new suprapubic catheter insertion, witnessed urine draining into catheter leg bag as it was successfully in the bladder, held catheter in place whilst attempted to inflate catheter balloon. Unfortunately the catheter balloon would not inflate, it went into the port and just accumulated at the port end, myself and the patient could see the catheter latex material stretching as I attempted to put the fluid in but it would not go in as normal. Quickly obtained a second catheter and carried out the same process, awaited urine which drained nicely into the catheter leg bag then tried to inflate the new catheter balloon but the same thing happpend. Noticed these were from the batch with the same lot number - bard biocath hydrogel coated latex catheters 14ch with 10ml balloons, ref. D226514 lot. Mygt1420 expiry, 28/04/2027. I carried out a catheter change once more as patient very keen for me to try a third time as didn't wish to go to a;e and with the concerns that the sp site may close up if not acting quickly. I assured the patient that this catheter (same brand etc) was from a different batch according to the differing lot number. Successful sp catheterisation, patent and drained over 100ml. Advised patient of datix as appeared to be a faulty batch. Patient grateful for the visit, left safe and well. Advised to contact dn's if any further issues occur and disposed of the faulty batch.